Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the precision meter and the precision meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to no receiving their replacement adc meter due to the meter not turning on by button only. On (B)(6) 2021, as a result, the customer experienced hallucination and had a loss of consciousness. The customer was provided unspecified third-party medical treatment by a non-hcp for hypoglycemia. No further information was provided. There was no report of death or permanent injury.